Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. The sample was received with its inlaid stylet. No obvious use residues were observed. A complete break was observed in the catheter at the proximal end of the valve. Microscopic inspection of the break revealed an irregular, granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness just proximal of the break. No tensile weakness was observed distal of the break. Material necking and discoloration were observed in the vicinity of the break. The fracture features, tensile weakness and material necking were consistent with catheter damage caused by tensile (pulling) stress. It appeared that the distal fragment was constrained while the catheter was pulled, leading to a complete fracture.

Event description:
It was reported by the customer, pre-flushing brand new catheter 2-3 cm from the valve, found to be damaged and fractured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.